Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: "during general maintenance checking,the machine was not booting "